Event description:
Provider alleges that they charged the airpttmbdy18 power chair overnight and the charger never shut off, so when they came in the batteries and the batteries box were very hot and melting. Provider alleges when he lifted up on the battery handle, it pulled right off of the battery box. Provider alleges the shop had a burning smell. Provider alleges the charger was not melted but the battery box was bowed out and the batteries have substance that leaked out onto their floor and on the battery box. Provider alleges they were able to clean up the battery acid from the floor, so no property damage as far as they know.